Event description:
Information was received from the patient and a healthcare provider regarding the patient who was implanted with an implantable neur ostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they have been having issues with their recharger since the middle of last year. Patient stated they are getting a message that something is inactive and is wondering if the therapy could have been turned off. Reviewed therapy will automatically turn off if the ins battery gets too low. Patient noticed charging related difficulties in the middle of last year. Reviewed how to start ins charging session and patient was able to do so successfully. The patient also mentioned the other day they fell and heard something pop and wondered if it could have damaged the device. The recharger was not staying connected to the ins while charging. The patient said they couldn't feel the ins through the skin and the ins moves. Patient said if they lean forward they can't feel anything at all. Asked if the patient has had any recent weight gain or weight loss and the patient said they are not sure. They have fallen 3-4 times. They said when they are charging they feel a light sensation which feels like being shocked and it itches so they take the recharger off. They are using the belt when they charge but are not putting a thin barrier between the recharger and skin. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.